Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11 h6: component code: mechanical (g04) - femur visual examination of the provided pictures identified (explanted devices, the tibia and femoral component show patient's remains and blood, difficult to assess the integrity of the products based on the pictures. The art surface shows signs of wear on the edges. No further assessment can be made based on the pictures provided). The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a knee revision approximately 5 years post implantation due to pain and disease progression. It was reported that no further information is available.